Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve. Grasping was performed lateral in a2/p2. However, during deployment the clip initially did not deploy. Troubleshooting steps were performed and the clip deployed. A total of two clips were implanted, reducing mr to less than 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. The patient remained stable. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to deploy clip could not be replicated in a testing environment as the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.